Manufacturer narrative:
Investigation summary: bd received 2 samples and 2 photos for investigation. The customer samples and photos were reviewed and the indicated failure mode for molding defect was observed. One tube is slightly shorter than the other. Additionally, 20 retention samples from bd inventory, were evaluated by visual examination and the issue of molding defect was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® z blood collection tubes, ten (10) devices were up to 2 millimeters shorter than normal resulting in instrument incompatibility. There were no health consequences or impacts reported.